Event description:
Three months after treatment with bovine collagen the patient experienced swelling at the treatment sites which comes and goes. Claritan d and antinflammatories were prescribed for treatment of signs and symptoms.